Event description:
It was reported that during an unk procedure, the device failed to fire. The procedure was completed with a similar device. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: based on the analysis finding of a wedge band bypass, this file is considered to be reportable. The instrument was returned with the firing mechanism damaged and with a reload cartridge loaded in the instrument. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/3 fired and the left side was 1/10 fired. The cartridge was disassembled to verify the condition of the pan lockout tab and was found bent. The instrument was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found broken. No functional test was performed due to the condition of the instrument. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the mfg process.